Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty surge suppressor. The system operates as intended.

Event description:
It was reported the system surge suppressor blew a fuse, and the system shut down following a case. No patient injury was reported.